Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the outer layer of the balloon (silicone layer) peeled off the latex balloon during the procedure. Towards the end of the procedure, the latex balloon failed. All pieces were retrieved from the patient. No patient injury reported.